Event description:
The dentist reported that abutment screw fractured in the implant. The fracture part from the implant was removed. This abutment screw was part of a dental bridge of four (4) crowns place over three (3) implants. Implants remains in mouth. Placement was on (B)(6) 2010.

Manufacturer narrative:
The returned product was visually inspected with the naked eye and 10x magnification. Upon observation, the screw was confirmed to be fractured. The screw was completely broken near to the head. The complaint is confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.